Event description:
At the end of a fna the device that contained the needle snapped off (this is the tip of the needle) after pulling the needle out of the scope. Physician elected to use another needle to acquire the tissue specimen successfully. Needle broke off while the needle was outside of the pt. A section of the device did not remain inside the pt¿s body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no echo-hd-19-c devices of lot number c680451 in stock at the time of the complaint eval. We were advised that the device involved in this complaint was available to be returned for eval but to-date (20-feb-2012) the device has not been received at cook (B)(4). As the device has not been received; therefore the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. With the info provided a document based investigation was carried out. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-hd-19-c lot #c680451 did not reveal any discrepancies related to this complaint issue. No corrective action is warranted at this time. This event did not impact the pt or user. This observation occurred during the procedure. The device was outside the pt when it broke. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. The 2 yr complaint history has been reviewed and it is believed that this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.